Event description:
The 15mm inner cannula tubing was splitting and flaking on three m4cfn, specialized cuffless tracheostomy tubes. The devices were in use from one to three months when the reported problems were detected. It was also reported that the devices are scrubbed with a stiff nylon wired brush, cleaned and soaked in full strength h2o2. This cleaning practice is contraindicated on the device labeled instructions for use. Pt has been sent the tracheostomy tube adult home care guide and video to review and discuss with the attending physician and family members. There was one pt involved with no reported pt compromise. One inner cannula with 15 mm connector component from the reported three m4cfn devices was returned to the MFR on 4/10/97 for analysis and investigation.